Manufacturer narrative:
(B)(4). The report that the guide wire kinked was confirmed through examination of the returned sample. The customer returned a guide wire, a 3-lumen catheter, and the product lidstock for evaluation. The catheter showed evidence of use in the form of dried blood. Visual examination revealed the guide wire had one kink/bend towards the proximal end of the body. The distal j-bend was slightly misshapen but intact. No obvious defects or anomalies were observed on the catheter. Microscopic examination of the guide wire confirmed the damage. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The kink/bend in the guide wire body were measured at 25mm via calibrated ruler from the proximal tip. The overall length of the guide wire measured 603 mm via calibrated ruler which was within the specification of 596-604 mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.790 mm via calibrated micrometer which was within the specification of 0.788-0.826 mm per guide wire product drawing. The catheter length from the distal end of the juncture hub to the distal tip measured 213mm via calibrated ruler which was within the specification of 207-227 mm per catheter product drawing. The outside diameter (od) of the catheter body measured 0.09665" via calibrated micrometer which was within the od specification of 0.094"-0.098" per catheter extrusion product drawing. The returned guide wire passed through the distal extension line and catheter body of the returned catheter and was able to advance as expected with minimal resistance. Performed per the instructions-for-use (IFU) statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." A manual tug test confirmed that both the distal and proximal welds were intact, and the luer hubs were attached to their respective extension lines. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. A device history record review was performed, and no relevant manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Medwatch form received reports: "guidewire became stuck in line and when removed it became uncoiled". Additional information from customer reported there was no patient harm. The guidewire was removed in its entirety. A new device was used at a different insertion site. The patient's condition is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Medwatch form received reports: "guidewire became stuck in line and when removed it became uncoiled". Additional information from customer reported there was no patient harm. The guidewire was removed in its entirety. A new device was used at a different insertion site. The patient's condition is reported as "fine".